Manufacturer narrative:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The device and electrode were explanted with no patient adverse effects reported. The device and electrode were received at boston scientific's return products for laboratory testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted tool marks on the casing and header. All of the seal plugs were intact and all of the set screws operated normally. The interrogated monitoring voltage was 9.175 volts. A review of the device memory noted no resets, errors or fault codes. The device was programmed through the MRI protection mode to enable the beeper. The beeper was operating normally. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. It was concluded that this device was operating normally.

Event description:
Boston scientific received information that this field clinical representative contacted boston scientific's technical services in late-june 2017. This patient was seen in-clinic because this device was generating beeping tones. The device and electrode were implanted in late - (B)(6) 2016. A left ventricular assist device (lvad) was inserted in (B)(6) 2016. When the lvad was inserted, the electrode was cut. The physician elected to program the device's therapy off at that time. The device was interrogated and an alert was displayed due to the cut electrode. This tone issue was referred to an in-house technical services consultant for assistant. The MRI mode was temporarily enabled. The test beeper function was identified and the beeper was permanently disabled. Boston scientific received information from the field clinical representative who reported that the boston scientific team was not aware that the electrode had been cut and the device's tachycardia mode reprogrammed off. The field clinical representative first became aware that the electrode had been cut on (B)(6) 2017 after reviewing the physician's electronic medical note. It does not appear that boston scientific had been previously notified that the electrode had been cut. The device may have been interrogated and therapy disabled by the physician without the assistance of a boston scientific representative after lvad placement. The field clinical representative was unsure if the electrode had been intentionally or inadvertently cut. The physician plans to leave the reprogrammed device and cut electrode implanted at this time. The patient will continue normal follow-up with the ventricular assist device clinic.